Manufacturer narrative:
Age healthcare service representative performed a checkout of the system and confirmed the reported issue, but the cause could not be identified. No report of patient involvement. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison: (B)(6). Age healthcare service representative performed a checkout of the system and confirmed the reported issue, but the cause could not be identified. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison: (B)(6).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.